Manufacturer narrative:
Imp, tsv, 3.7, 10, mtxf, mg,ha (tsvth10) was returned for investigation. Visual evaluation of the as returned product identified minor worn markings due to usage; however, no damage was identified. Functional testing was performed for the returned product and mount and functioned as intended. No malfunction or damage to the internal threads were identified. No pre-existing conditions were noted on the per. The reported device was located on tooth # 21 and was used the same day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1226180). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226180) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event for was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvth10) was removed due to implant internal threads stripped not allowing to seat another device. Tooth location 21.